Manufacturer narrative:
(B)(4). Updated fields: h6 (type of investigation, investigation findings and investigation conclusions). Corrected section: h6 - health effect ¿ clinical code from "4580" to "4582". The device was returned to the factory for evaluation on 03/26/2025. An investigation was conducted on 04/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with the seal and tension spring assembly loaded in the delivery device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed loaded into the delivery device. The seal was observed to be an opened deployed state. There were no visual defects observed on the intact seal. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000444153 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). Tore aorta; didn't release from applicator. They attempted to insert the heartstring seal into the aortotomy. The seal would not release from the delivery tube. Small procedural delay to allow time for new heartstring to be opened. They requested a new heartstring to completed the anastormosis, as intended. No additional intervention was needed. Not blood transfusion.